Manufacturer narrative:
Manufacturer's report date: 02/10/2010. (B)(4). The customer reported the device was discarded. Since the product was discarded we were unable to perform an investigation, the root cause of customer's experience is unknown.

Event description:
Customer reported a back check valve failure. The primary IV set was hanging for awhile. The user hung a secondary infusion of 20 meq potassium chloride to infuse at 100 ml/hour. Twenty minutes later the entire bag was empty. The biomed shop downloaded the pump event logs and looked at the programming and noted the pump was programmed correctly. They also tested the same device and found no problems. The set was discarded by the customer. There was no patient harm. No other information is available.